Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced hypoglycemia while using the ilet, with a documented lowest blood glucose of 52 mg/dl and a low alert from the device; the patient changed the infusion site and blood glucose began to stabilize, though levels continued trending low, and the patient treated with oral glucose tablets and apple juice. Symptoms included fatigue and sweating consistent with hypoglycemia. Outcomes included successful self-treatment without hospitalization. Investigation included customer support troubleshooting and education, with a recommendation to consult the healthcare provider for potential therapy adjustments and notification to the field team. Investigation of this case revealed no confirmed device malfunction based on available information, and the cause of the hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.